Event description:
It was reported that, during a procedure for the implantation of trochanteric fixation nail (tfn), a helical blade seemed to be misaligned after being inserted into the nail. The tfn and helical blade were inserted using the construct of the aiming arm, insertion handle, guide sleeve, wire guide, compression nut and blade inserter. Once the helical blade was inserted, it was noted that the threads seemed to be positioned incorrectly. Rather than being positioned to the side, they were positioned in an upward fashion. The decision was made to remove the blade and a screw was implanted to successfully complete the procedure. There was a delay of fifteen minutes noted in this procedure. No patient harm was reported. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records indicates there was one material review report 42588 for: item 1- l10 oversize on 10 parts; item 2- l20 oversize on 6 parts; item 3- l12 undersize on 14 parts. Each item was inspected 100%. Two parts were scrapped for item 1. The remaining 8 nonconforming parts were used as is for item 1 with rationale that the parts are functional to 73.162. Item 2 was used as is with rationale that the d3 dimension allows for additional deviation, no effect on fit, form or function. Item 3 was used as is with rationale that the parts are functional with mating parts. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product was acceptable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned insertion handle ((B)(4)) was received with minor scratches and dents reflective of over 10 years of use. The underside of the handle had numerous mallet marks from hammering, but structural integrity was maintained. Drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. In order to recreate the complaint condition, the returned 135° aiming arm (4545247), insertion handle (4537011), blade guide sleeve (4762603), buttress nut (4779621), helical blade inserter (4576929), and helical blade (7720222) were mated using a known good helical blade coupling screw (4818089). After attempting to recreate the complaint condition over ten times the helical blade repeatedly ended up in the appropriate final position with the flat area of the blade positioned vertically parallel with the axis of the connecting screw barrel. The complaint condition could not be replicated. The returned helical blade was received with two gouges on the left and right side of the recessed area where it is meant to mate with the helical blade inserter. The complaint condition and the damage sustained by the helical blade indicate that the root cause of the complaint is likely due to incorrectly mating the blade with the inserter. The gouges found on either side of the recessed area of the blade which mates with the inserter seem to directly correspond with damage which would occur if the blade was used while being incorrectly assembled to the inserter. It is likely that the cause for the incorrect positioning of the helical blade was due to it incorrectly being assembled to the helical blade inserter. The design of the tools used to insert the helical blade restricts the manner in which the blade can be inserted, in order to ensure that the positioning of the helical blade does not compromise the patient post-operatively. However, when the helical blade is assembled to the inserter incorrectly it will cause the helical blade to be positioned the way it was in the complaint condition. The scratches on the sides of the blade also indicate that it was not assembled to the inserter properly and subsequently was damaged during insertion/extraction. Considering the circumstances surrounding the complaint and since the complaint condition could not be recreated using the returned parts, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.